Manufacturer narrative:
Concomitant products: d224trk crtd, implanted (B)(6) 2010; 4968-35 lead, implanted (B)(6) 2005. The initial reported event of lead fracture, high impedance, and oversensing noise was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having high impedance, oversensing, and noise due to a possible lead fracture. The rv lead was capped and replaced. The lead was later explanted. No further patient complications have been reported as a result of this event.